Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the manufacturer that while reviewing log file data for a prior event, the data revealed power switching. The battery was taken out of service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The battery (B)(4) was not returned for evaluation. Log file analysis revealed that the controller in use during the reported event, (B)(4) contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4). As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and battery.